Event description:
The pt was in the ICU and was on an insulin drip. The nurse tested his blood glucose on the suspect device and it was "hi". A lab test was done immediately and it was 30 mg/dl. A second blood glucose test was done on the suspect device and it was "hi". A second lab draw was done and it was 20 mg/dl. The pt was taken off of the insulin drip and given d50 to bring up glucose levels.